Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2016-00176. It was reported the patient experienced numbness and weakness in both legs following the implantation of 4 leads (3 from lot ab2150 and 1 from lot ab2127) as part of an axium neurostimulator system. A CT scan showed no anomalies. The physician believed the issue was due to bruising of the dorsal root ganglion (drg) which occurred during the implant. Patient had a follow-up appointment on (B)(6) 2016 at which time it was noted the numbness had subsided to only a small area and leg strength was almost back to normal. No additional information is available.